Event description:
The equipment was utilized in an attempt to administer pacing therapy to the patient as a last ditch effort at resuscitation. Reportedly a pacing leads off display was observed and pacing could not be initiated. No add'l info. The pt was not resuscitated. The reporter stated the pt outcome was not affected by the discrepancy as the patient was not a likely candidate for resuscitation.